Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The device was not returned and the person on site was unable to reproduce the event. However, it is possible that the event occurred due to one or more of the following: -defective transformer or some type of board -improper handling of the device by the customer -defective foot switch however, if the error is displayed sporadically (temporarily), no further action needs to be taken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. However, biomed was unable to confirm the customer¿s allegation. The customer also was unable to repeat the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A biomedical technician reported on behalf of the customer that a hf unit "esg-400" had an esg-400 error displayed. The event occurred during the procedure. There was no patient harm associated with the event. This report is linked to the following patient identifier (B)(6).